Event description:
It was reported, the pt had recharged the ipg on occasion but the ipg had been nonresponsive for four years. It was reported the pt had dementia. The sjm representative contacted the pt's husband regarding the issue. It was reported the pt did not want to pursue surgical intervention and planned to leave the scs system implanted.

Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in a field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.